Event description:
It was reported that the lead revision took place on (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a follow-up appointment the patient noted that their stimulation was no longer in their back like it had been. They were feeling stimulation mostly in their legs and right hip. Reprogramming was done and the patient had some slight stimulation in their back but mostly in their legs. When using the right lead the stimulation tended to wrap into the right abdomen and hip. The left lead stimulation was slightly in their back but mostly in the legs. A pa fluoro shot was taken. Initially the left lead was at the superior 1/3 of t7 with the right tip in the t7-t9 interspace. The fluoro shot showed that the right lead remained at the same level but the left lead moved and that tip was at the t8-t9 interspace.

Event description:
Additional information received reported the revision took place on (B)(6) 2014. The left lead was moved to superior t8 and the right lead to t7/t8 interspace. At a follow-up on (B)(6) 2014 a fluoro shot showed he right lead was still in place but the left lead tip had moved to superior t9. Despite the lead moving the manufacturer representative was able to program paresthesia into the low back and hips as well as the bilateral legs. Adaptive stimulation was started on (B)(6) 2014 and a follow-up call to the patient on (B)(6) 2014 noted they were happy with therapy, having good pain relief, and they recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient needed their leads revised because their leads were implanted with the tips at t10. The doctor and manufacturer representative misunderstood the patient and thought they no longer had back pain and only needed stimulation in their legs where they had new pain. However, the patient still needed coverage for their back as well. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient's healthcare professional (hcp) would be revising their leads, but the surgery had not been scheduled. The patient was having chronic back pain and stimulation was relieving their leg pain, but that pain was only periodic and insignificant compared to their back pain. No outcome was reported regarding this event. Further follow up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient is recovering from surgery. They are receiving some relief in their back but were unable to gain paresthesia completely across their low back due to the led moving down by one vertebral body to t8/t9. Adaptive stimulation was started on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the leads were revised from t10 to the top of t7. The revision occurred due to miscommunication of where the patient had pain. They needed stimulation in their bilateral back and legs but the initial placement, in (B)(6) 2014, only covered the pain in their legs. After the initial implant the manufacturer representative attempted to program the patient for coverage in their back as well as legs but it was unobtainable. After the lead revision impedances were tested, reprogramming done and x-rays were performed. The revision was able to provide coverage in the patient's bilateral back area. A follow up appointment has been scheduled for (B)(6) 2014 and if further information is received a follow-up report will be sent.